Event description:
Reportable based on analysis completed on 12/09/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties occurred. The target lesion was located in the proximal left circumflex (lcx). The physician was unable to cross the lesion with a 2.50x32mm taxus liberte stent. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good." However, product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination identified distal stent damage. The struts on row 1 from the distal edge were misaligned and several were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. Solidified blood was present within the entire length of the inflation lumen; therefore, indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).